Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision on 20 february 2026 [related manufacturer reference numbe: (B)(4)patients lead broke in half and was unable to be removed. As a result, surgical intervention may be undertaken to address the issue.